Event description:
Additional information was received from the patient. Pt called back stating that they had been texting with their rep. Pt said they had a technical question about their programming. Pt said that the had groups a, b and c, but things weren't working out so they turned off the therapy as they were told to do. Pt said that they had met with the rep a few days ago and had the ins reprogrammed. Pt said that they now had two programs instead of three. Pt said that they had groups a and c and they were on group c to start with and the stimulation was at .9. Pt said that they never switched anything and that they had tried group c for like 6 days and then they went to group a, but group a wasn't working out so great even after adjusting the intensity. Pt said that they asked the rep if they could go back to group c. Pt said that the device no longer said group c and that they then saw group b with a different intensity. Pt said that the rep said that they programmed groups a and b. Pt wanted to know if the programming was glitched as they had seen group c when group c wasn't supposedly programmed in on the device. Agent reviewed requested information with the pt. Agent redirected pt to hcp/rep to further address their concern. Pt started crying and said that they were frustrated. Pt said that they would take pictures of what was going on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that over the weekend, on saturday, when they went to hit the arrow up button to increase their stimulation, instead of going up, the stimulation dropped from 1.4 to 1.0. Patient also stated that when they put the stimulation down, it would drop by 4 instead of a point of a number. Patient stated they had been talking to the representative about these issues and the representative told them that sometimes if there was more than one active electrode, the stim would go down more than just 0.1 at a time. The representative also stated the neurosense feature may have something to do with it since they were using more than 1 active electrode. Agent reviewed neurosense information with the patient and stated patient can try different group. Patient then stated when they do increase therapy they see a loading circle. Agent reviewed general function. The patient was redirected to their healthcare provider to further address the issue.